Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Logs were reviewed and found evidence of ECG monitoring failure in conjunction with rapid cable ID changes during the same event. The findings are consistent with an intermittent or compromised multifunction cable (mfc), which may have caused oscillation between the mfc pins and device receptacle resulting in fretting observed during evaluation. The customer's mfc was not returned for evaluation. No unsupported ID cable, cable fault, or reset events were identified in the logs. Bench testing and ECG stressing performed on the returned device did not duplicate the reported issue or identify a device malfunction. As a precaution, the mfc receptacle was replaced and a new mfc will be provided to the customer. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.